Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2008, a computed tomography scan revealed a proximal type I endoleak. Four days later, a gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was repaired. However, during the reintervention, the pt's left renal artery occluded. It is unk if the device covered the pt's left renal artery or if pre-existing suprarenal thrombus may have caused the occlusion. The pt tolerated the procedure and is not experiencing any adverse effects. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involves in this event: pxa280300/lot#05633974. Conclusion - type I endoleak and obstruction of collateral vessel.